Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was in the shower and didn't noticed that his wearable came off. His sugar went high and he felt symptoms of nausea, dizziness, shaky and vomiting. (Can't provide the interval between the time when it fell off but he experienced the symptoms as soon as he noticed that his sensor fell off). There was no readings on the phone so he brought himself to the hospital and called 911. The nurse tested his blood sugar it was at 400 mg/dl and the app showed sensor not found. The nurse gave him insulin, reglan and other medications. The patient was admitted for 3-5 days. At the time of the report the patient was feeling fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).